Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder infection") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (she undergone surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the genital haemorrhage, menorrhagia, psychological trauma, cystitis, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, bladder infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder infection, hormonal changes, headaches, weight gain¿. Reporter¿s information, demographics were added. Essure insertion date (updated). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, urinary frequency and dysuria. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), the first episode of cystitis ("bladder infection"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), the second episode of cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),") and vaginal infection ("infection (bladder/ urinary tract/vaginal),") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (she undergone surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the genital haemorrhage, menorrhagia, psychological trauma, hormone level abnormal, headache, weight increased, vaginal haemorrhage, migraine, the last episode of cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, bladder infection". Current weight 139 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no contrast opacification of the fallopian tubes is seen and there is no free intraperitoneal spill of contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), migraines / headaches. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.